Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v514854, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was still having issues with their pelvic muscles, and their symptoms had not resolved. It was noted that they had an x-ray and that revealed that something was still in their body, and it looked like it possibly could be a wire. It was noted that the patient was told by their previous healthcare provider that complete system was removed. The patient noted that they were going to be working with a new healthcare professional after having a cat scan, and would follow up to confirm if part of the device was still in their body. The patient requested and was sent healthcare provider listings in their area.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Patient reported their ins and lead were removed in (B)(6) 2015 and that it was poking out (not through skin). It was reported that this began sometime before (B)(6) 2015. It was also reported that the plastic sheathing was left in. No further complications anticipated.

Event description:
It was reported that the patient turned the stimulator off on (B)(6) 2013. The patient was going to a physical therapist because ¿my rectal muscles are too tight¿. The patient physical therapist recommended ¿e-stim¿ to loosen the patient rectal muscles. The patient turned the stimulator off on (B)(6) 2013 ¿because my pelvic floor are too tight¿. The patient think they kind of always had symptoms. Patient thinks it was gradually over time. It was reported that the patient went from going 20 times a day and ¿ that gradually decreased¿. The patient was going to a healthcare provider who said the patient had interstitial cystitis (ic) and the patient was on elmiron three times a day. It was noted that the patient had levator spasms and hunner¿s ulcers was noted. Patient went to healthcare facility and was told they had ¿not pelvic floor muscle relaxation¿. The patient decided to do a trial and turn the stimulator off and it¿s been off since then. It was later reported that the patient hadn¿t turned stimulation on since 2013 (B)(6) and they thought that was why her pelvic floor muscles were really tight. The patient thought the muscle tightness had been going on since 2008 when she went to an urologist due to going to the bathroom all the time, and he said that it was muscle tightness and the device might work. They thought her obturator internus muscle was really hurt, and the patient wasn¿t sure if the device was the reason and it could have been due to a car accident in 2006 before she got the device in 2010. The patient was told that she had pelvic floor spasms and her healthcare provider suggested turning therapy off and her muscles would relax. The device had been off for more than a year and the patient¿s pelvic muscles were still tight and weren¿t relaxing. She was planning to meet with an osteopathic manipulator and then go into pelvic floor th erapy. The patient had been going to the bathroom about 20 times a day and now she was going half of that. There had been some progression because, she was diagnosed with interstitial cystitis (ic). The patient had cystoscopy done on (B)(6), they looked at her bladder, and she was told that it didn¿t look like a typical bladder with ic because, it was pale and didn¿t look like it had ulcers. The patient¿s rectal muscles also rotated on one side and she was told that she had paradoxical contraction. The patient had always had problems ¿down there¿ and had problems with her obturator that she could feel every day. The implantable neurostimulator (ins)and lead were explanted on (B)(6) 2015. The ¿wire¿ was ¿close to the skin¿ and the patient could ¿feel¿ the wire. The ins had been off since (B)(6) 2013 to help with uro muscle hypotonia and for the muscles to relax. Since the ins was turned off, the patient had not had an increase in symptoms.

Manufacturer narrative:
Product ID 3093-33, lot# v514854, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-33, lot# v514854, implanted: 2010 (B)(6); product type lead. (B)(4).